Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient had the first ovation implant on (B)(6) 2018, with 100% success after the case. Two (2) months after initial implant a control CT scan was performed and a type ia endoleak was found. After the find the patient had an emergency procedure to fix the endoleak and stop the sac growth. Currently, there has been no further reports of negative patient sequelae.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. An attempt was made to obtain medical records and medical images but it was reported that none where available. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b5: describe event or problem has been updated and changed. G1,2: contact office- name has been updated. G3: report source ¿ has been updated. H6: device code: remove code 1354. H6: result code: remove code 3221. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with the ovation abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) months post initial procedure, a type 1a endoleak was identified by a CT (computed tomography) scan. An intervention was completed. It was reported that a proximal extension was implanted to resolve this event however no further information was provided.